Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a hepatectomy, the jaws did not open after firing for the glisson's bundle processing. The knife moved all the way and the staples were formed properly, but the jaws could not be opened with the anvil release button. Then, the surgeon pushed the knife reverse switch, and the knife slightly moved and the jaws opened. Another device was used to complete the case. There were no adverse consequences to the patient.